Event description:
Reporter alleged obtaining discrepant blood glucose results of 300 mg/dl back to back with a result of 140 mg/dl when testing was performed within 1 minute of each other on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.